Event description:
Covidien received information from a customer that the tip of a shiley tracheostomy disposable inner cannula was not round but oval. There was no patient involvement reported.

Manufacturer narrative:
The device has been requested for return.(B)(4)